Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge tubing and infusion tubing. The customer's blood glucose level was 237 mg/dl. Reportedly, the customer did not complete the air removal procedure prior to filling the cartridge. The customer was instructed to install a new cartridge after removing the air from the new cartridge.